Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. Access was obtained via the radial artery. The de novo, 2.50mm in diameter and totally occluded target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.25x20mm semi-compliant and a 2.25x20mm unspecified balloon catheters opening the total occlusion. A 2.50x32mm promus element stent delivery system was advanced to the lad and deployed. The stent was post dilated with a 2.75x12mm non compliant balloon catheter. An ivus catheter was then advanced to evaluate the stent apposition and during the first ivus there was resistance during pullback of the ivus catheter. It was then observed via angiography that the proximal portion of the stent had become deformed. A 2.75x8mm non-bsc stent was advanced and deployed in the proximal part of the lesion completing the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Event date, if implanted, give date: (B)(6) 2011. Device is a combination product. Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered caused by other device. (B)(4).